Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer was already on the third reservoir but still could not get the air out as the plunger would not push anymore customer decided to get the fourth reservoir and assisted customer with filling the reservoir with insulin. Approximate size of air bubbles was big. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Air bubbles were not removed successfully. The reservoir will not be returned for analysis.